Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. The event was further described as ¿leakage at female connector even with the clamp closed." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: one actual device was received for evaluation. A visual inspection with the naked eye observed a broken occlude foot of the main body of the twist clamp. A clear passage test was performed with no issues noted. Functional leak and clamp function tests were performed which revealed a leak with the twist clamp in the closed position, which was caused by the broken occlude foot. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents. Should additional relevant information become available, a supplemental report will be submitted.